Manufacturer narrative:
(510k): this report is for two (2) unknown lag screws. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. Patient code (B)(4) used to capture additional medical/surgical intervention required. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, carulli, christian and et al. (2017) "a comparison of two fixation methods for femoral trochanteric fractures: a new generation intramedullary system vs sliding hip screw". Clinical cases in mineral and bone metabolism, 2017; 14 (1):40-47. (Italy) a prospective study was performed on (140) consecutive patients affected by a trochanteric fracture treated by internal fixation with either proximal femoral nail antirotation (pfna) or dynamic hip screw (dhs) between january 2007 to december 2009. Two groups were created; group a that had pfna treatment and was composed of 71 patients (29 male, 42 female with mean age of 81.6 years) and group b that had dhs treatment and was composed of 69 patients (25 male, 44 female, with mean age of 83.4 years) all subjects were evaluated with clinical and radiologic follow up. Two (2) patient were lost to follow up after the 3 month evaluation and four (4) patients did not attend the last follow up visit in total from the study. Group b complications: death four (4) patients died (one death was day 3 post-operatively due to cardiac failure, the other 3 deaths are of unknown causes). Serious injury: one (1) patient with pulmonary (ab ingestis) infection one (1) patient with urinary tract infection two (2) patients with deep vein thrombosis (dvt) six (6) cases non-union at 6 months post-operatively with reports of pain and limited range of motion three (3) cases of periarticular ossification discovered during postoperative follow up serious injury and device malfunction: one (1) case of implant failure (screw breakage with varus deformity) in an (B)(6) man (required revision surgery at three (3) months postoperatively one (1) case of screw migration (2 out of 6 screws) out of a dhs plate; patient was asymptomatic this report will capture the events from the dhs; complaint (B)(4) will capture the events from the proximal femoral nail antirotation (pfna) system. This report is for two (2) unknown lag screws. This is report 3 of 3 for complaint (B)(4). A copy of the literature abstract is attached to this medwatch.